Event description:
Boston scientific crm rec'd information that this pt recently fell. The device was checked and right ventricular threshold measurements were 6.5v/1ms. Impedances and sensing measurements were normal. A chest x-ray was negative according to the nurse. The physician has scheduled a lead revision. One week later, the lead was found dislodged. The lead was explanted and replaced. An explant date was not provided.